Manufacturer narrative:
(B)(4). The analysis found that the plee60a device was received in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first and second firings, both with green reloads with buttressing material, the device fired, but the row of staples closest to the cut line on the patient side and specimen side had unformed staples. The staples deployed but most were goalpost shaped, not formed into the b shape. The surgeon oversewed the staple lines of the two firings for reinforcement. The surgeon did not fire over any instruments, clips or hard objects. There were no unusual sounds or issues on either firing. After the second firing, the device was removed from the case and another like device was used to complete the procedure. A leak test was performed, which confirmed there were no staple line leaks. There were no adverse consequences for the patient.